Event description:
It was reported that the device ruptured. A 2.25 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for use in the left circumflex artery (lcx). During procedure, the balloon ruptured during the first inflation at 10 atm. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication.